Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was performed during the investigation. A review of complaint history, the device history record, documentation, drawings, manufacturing instructions, quality control data and device specifications was also conducted. No issues were identified that are related to the reported complaint. One device was returned for investigation. The device was returned with the handle between the open and closed position. The collet knob was tight and secure. The male luer lock adapter (mlla) was tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test noted the handle actuated the basket formation, but does not fully expand. The basket formation has a flattened appearance. A visual examination noted one of the wires is cut/broken. Part of the broken wire was not returned. The support sheath and the basket sheath are still adhered. Damage was noted on the basket sheath approximately 5 mm from the support sheath. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found one non-conformance associated with the complaint device lot number for the issue of an incomplete package seal. This item was reworked. A review of complaint history revealed this complaint to be the only reported complaint associated to the complaint lot number 7889758. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the wire of the basket was detached. The event was observed during device inspection prior to use. A replacement was obtained to complete the procedure. There are no reported adverse patient consequences. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report.